Event description:
Discordant advia centaur cp estradiol-6 iii assay results were obtained on a pt sample. The initial results were questioned because the results did not match the clinical picture. Repeat testing was performed on the pt sample and the result released. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant estradiol-6 iii results.

Manufacturer narrative:
The cause for the discordant estradiol-6 iii result is unk. The instrument is performing within specifications. No further eval of the device is required.